Event description:
It was reported that at the user facility the saw was leaking from the top by the push button. This event did not occur during a surgical procedure; no pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress; additional info will be submitted once the quality investigation is completed, if additional info is received and requires reporting.